Event description:
The battery was returned to the MFR for service, and during the eval the device overheated. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The battery was rec'd at the MFR for service. During the eval an overheating condition was found and then reported. Based on the investigation details, the likely cause was an insufficient weld. The battery was scrapped.